Event description:
It was reported that during use of bd max¿ ext enteric bacterial panel, a vibrio false positive patient result was obtained.test was repeated and vibrio result was negative. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.